Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. A tip stiffness test was performed, and the results were within specification. The helix extension length was measured within product specification. The reported events of loss of loss of capture and low lead impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a device check. Upon investigation, the right ventricular (rv) lead unipolar capture threshold would not capture. Bipolar capture threshold was elevated. The impedance had also dropped. Stable effusion was detected later that day. The lead was explanted and replaced. The patient was stable.